Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was no co2 flow on the distal insufflation of the hempro 2. This was noticed during branch ligation when the harvester switched from proximal to distal insufflation. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the device in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).